Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be teste due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo shows a pouch label with same product and lot number as reported. The complaint evaluation was unable to confirm the reported cut failure due to no presence of the inner cutter in the port. The observed no presence of the inner cutter port could be a potential contributor factor for the reported cut failure at the time the event was observed. The exact root cause for the no presence of the inner cutter in the port cannot be determined from the evaluation performed. Furthermore, the reported event was reported to have occurred prior to surgery; however, the nominal wear indicates the probe has been used. No action has been taken by the manufacturing site as an exact root cause for the observed no presence of the inner cutter port could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe could not cut the vitreous body before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).